Manufacturer narrative:
(B)(4) zimmer biomet. Product has been received by zimmer biomet. The package was reviewed and the melted portion of the shrink wrap and sterile barrier pouch were confirmed. The package was correctly returned in that the sterile barrier was compromised. Based on inspection criteria i00051 clearly stating that curling/melting of packaging materials is not acceptable, the package did not leave biomet's control in this condition. The package was exposed to elevated temperatures in the 244.4 deg f to 275 deg f range somewhere in the distribution environment or at the destination. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of the complaint history found no additional issues for this lot. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner packaging of a juggerknot 1.5 was melted and rep is questioning the sterility of the product. The issue was noticed in the distributor's office with no patient involvement.